Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is capsular contracture baker grade unknown. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Physician reported capsular contracture, baker grade unknown (one side extreme). The device was explanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Physician reported capsular contracture, baker grade unknown (one side extreme). The device was explanted. Left side.

Manufacturer narrative:
Corrected data.

Event description:
Physician reported capsular contracture, baker grade unknown (one side extreme). The device was explanted. Left side.